Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead became extrinsically fractured due to melting. Also, the proximal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 694958, lead, implanted: (B)(6) 2006, 1388t, lead, implanted: (B)(6) 1999, etbf3620c145e, stent graft implanted: (B)(6) 2012, etew2424c82e, stent graft, implanted: (B)(6) 2012, etlw1616c93e, stent graft, implanted: (B)(6) 2012, enlw1620c93e, stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead&#38112;rv and svc (superior vena cava) coils exhibited high impedance. The rv lead was explanted and replaced. Additionally, it was reported that there was a confirmed fracture on the left ventricular (lv) lead that occurred during the extraction of the right ventricular (rv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.